Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and selftest. Unit not received with critical pump error (open book image). Unexpected and constant critical pump error alarms during rewind due to moisture damaged on motor assembly. Unable to perform force sensor test due to constant pump error 24 during rewind. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and corrosion on force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed critical pump error. The customer was assisted with troubleshooting. Customer's blood glucose level was 220mg/dl at the time of the incident. The customer stated that they received a critical pump error image on the insulin pump's screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.